Manufacturer narrative:
This report is submitted on november 17, 2017. (B)(4).

Event description:
Per the clinic, the patient experienced pain at abutment site due to movement of the internal magnet. Subsequently, the patient underwent revision surgery on (B)(6) 2017 in order to tighten the magnet screw.